Event description:
It was reported that the white part of the jaw broke on the har23 on the both device. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned tissue pad damage, melted and 100% present and with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.